Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, weak battery, low battery, batt out limit and failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. The asr exemption e2015043. Was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error and unexplained no delivery alerts. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.